Manufacturer narrative:
(B)(4). Sent: 10/22/2019/ date of event is unknown/ batch # unknown/ the lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that during a hernia procedure there was a flash at the surgical site. No adverse consequences for the patient reported.